Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was recently hospitalized due to a blood glucose level of 43 mg/dl. The caller reported that the customer had a seizure, paramedics were called, and he was transported to the hospital. During the call, the customer's wife also reported that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 600 mg/dl. Blood glucose level at the time of the call was 380 mg/dl. The caller declined to troubleshoot for the high blood glucose level. The insulin pump was not replaced or returned for analysis.